Manufacturer narrative:
Evaluation of the returned smart coil could not confirm the reported complaint. Further evaluation revealed offset coil winds on its embolization coil. This damage likely resulted due to forceful advancement against resistance. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, resistance may be encountered and damages such as offset coil winds may occur. During functional testing, the smart coil was able to advance through its introducer sheath; however, unable to advance through the hub of a demonstration microcatheter due to the offset coil winds on the embolization coil. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the inferior petrosal sinus using penumbra smart coils (smart coils) and a non-penumbra microcatheter. It should be noted that the patient's anatomy was tortuous and narrowed. During the procedure, two smart coils and sixteen non-penumbra coils were successfully implanted into the target location. While attempting to advance the next smart coil, it was reported that the coil was stuck and would not advance past its initial position within its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using another smart coil, sixteen other coils, and the same microcatheter. There was no report of an adverse effect to the patient.